Event description:
As reported: "instrument no longer holds the 5mm bolts."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned screwdriver was confirmed based on the catlalog # and the lot # marked. The tip is slightly damaged. Multiple scratches and signs of extensive use can be observed on the shaft. Due to the wear observed on the tip, the functionality of the device cannot be given anymore. A functional inspection was not deemed necessary. Based on investigation, the root cause was attributed to an user related issue. The failure was most probably caused by excessive torsional load, that lead to the damage of the tip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "instrument no longer holds the 5mm bolts."